Event description:
The pt was reportedly experiencing lack of progress with the internal device. Testing showed that the pt's device is functioning. Programming adjustments were made; however, the pt showed no improvement. A CT scan revealed a folded electrode array. Device revision surgery will be scheduled.